Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Event description:
Oracle ro : (B)(4) plunger not in place. Additional information was received by smiths medical on 19 march 2021,the pump was not in use when the failure was discovered.

Manufacturer narrative:
Returned device was received in fair physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the pump was incorrectly assembled and was missing the force sensor and both timing springs. This was caused by the customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a plunger not in place error. There were no reported adverse events.